Event description:
The patient had a good response to the peripheral nerve evaluation but had a failed trial of the device. The battery was assessed as dead and the patient agreed to replacement. The physician replaced the battery and noted no reponse on any electrodes of the lead. The old lead was removed and replaced on the opposite side. The patient had proper response to stimulation with a positive bellows and great toe flexion. The patient returned for a follow-up visit at the end of (B) (6); it was noted that the patient did not believe the device was turned on. The device was reprogrammed and an x-ray verified proper lead replacement. The patient felt that the whole process was a failure. The physician had not seen the patient since that follow-up visit. See also MFR # 3004209178-2010-02691.

Manufacturer narrative:
(B) (4).